Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported via a medwatch report that the ar-8945-65pt implant screw broke in half. Threaded half is implanted in the patient. It is an intentional implant seen on x-ray.